Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high/undefined impedance and noise. It was additionally noted that this noise was initiating inappropriate antitachycardia pacing (atp) therapy to be delivered. A lead fracture was confirmed and the implantable cardioverter defibrillator (ICD) therapies were turned off pending lead replacement. At the lead revision procedure it was discovered that the vessel was occluded. During the laser extraction the physician found that the inner lumen was not passable and that the insulation was obstructing it. The explanted lead was discarded and replaced. No further patient complications have been reported as a result of this event.